Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing a basic evaluation trial for gastrointestinal /pelvic floor therapy. It was reported that once the lead was inserted, the physician could not get the foramen needle removed, was meeting resistance when trying to thread foramen needle out over the inserted lead. Physician¿s technique was correct. No patient injury occurred. Physician removed both the needle and the lead and the lead had been stretched but the entire lead and electrode at the end were removed without harm. Physician placed new needle and new pne lead successfully without issue. On (B)(6) 2019 the rep provided clarification when asked what the cause was regarding the physician could not get the foramen needle removed, was meeting resistance when trying to thread foramen needle out over the inserted lead: the cause was unknown, there was no visible damage when inserting but the wire stretched after everything was removed. No issue with initial insertion. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID 041828, lot# unknown, product type accessory, product ID 041828, lot# unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.